Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Based on the results of the investigation, the most probable cause of the findings is due to a charged coupled device failure. The cause was traced to a component failure. A review of the device history record found no deviations that could have caused or contributed to the issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had a focus issue. The issue occurred during preparation for use. There was no report of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had a focus issue. The issue occurred during preparation for use. There was no report of patient harm.